Manufacturer narrative:
The beckman customer technical support (cts) specialist assisted the customer troubleshoot the dxc 700 au clinical chemistry analyzer over the phone. The cts advised customer to perform ise enhance cleaning, clean tubing, mixers, and sample. The probable cause was identified as multiple parts malfunctions. The customer confirmed that they replaced the ise tubing and all the ise electrodes which included sodium electrode, potassium electrode and chloride to resolve the issue. The customer was satisfied and did not report further issues. Section a2, a4, and a5: information not provided by customer. Section e1 initial reporter phone number is: (B)(6). The beckman coulter identifier is case- (B)(4).

Event description:
The customer reported false high sodium patient results on their dxc 700 au clinical chemistry analyzer. The erroneous results were not reported outside the laboratory. The customer indicated the results were higher compared to their second dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.